Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 362 mg/dl and was reported to be "fine" when tandem customer technical support (cts) was contacted. Cts performed a system check and found that the tubing and cartridge needed to be changed. Reportedly, the customer was using apidra insulin.